Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture even at high output. During the lead revision procedure, fluoroscopy revealed a possible lead fracture. The lead was capped and replaced. The condition of the patient was good before and after the procedure.